Event description:
It was reported that the customer experienced a high blood glucose level, with the highest recorded at 498 mg/dl. To address the issue, the customer administered a correction bolus using the pump and walked, while tandem technical support assisted the caller by filling the tubing to remove air bubbles from the cartridge and provided instructions to avoid future errors. The issue was identified as a user error during the loading process, and the customer resumed insulin delivery.